Event description:
It was reported through clinic notes received on (B)(6) 2011, that the patient has been experiencing an increase in seizures, with three gtc seizures over the last (B)(6) months. The patient has noticed an increase in seizures over the last (B)(6) months including his simple partial seizures which occur approximately once every three weeks. The patient has a pre-vns history of 3-4 seizures /month which decreases to one seizure every 6-8 months with vns. The patient was concerned that his vns was not working as he was no longer experiencing voice alterations with stimulation. This lack of voice alteration has also been observed over the last (B)(6) months. The patient was seen at an appointment on (B)(6) 2011 and the vns was interrogated and found to be programmed to 0.0ma. It was indicated that this was unexpected as at the patient's last appointment the vns was interrogated at 1.0ma. As the patient's output current was programmed to 0.0ma the increase was attributed to the vns being programmed off. It is suspected that a faulted diagnostic may have occurred at the patient's last appointment resulting in a change to the patient's settings. Attempts for additional information to confirm this event are underway. The patient has been referred for a generator replacement procedure. Revision is likely, but has not occurred to date.

Event description:
Additional information was received that the patient had a prophetic generator replacement. Good faith attempts for product return have been unsuccessful to date.

Event description:
Programming history was received and reviewed. During the review an anomaly was identified. On (B)(6) 2010, the patient was interrogated and a faulted diagnostic test occurred. The patient was not re-interrogated following the faulted test. The patient was re-programmed; however the output current and magnet current were left at 0.0ma. The patient's device was not re- interrogated until (B)(6) 2011; when the patient was re-programmed to 1.0ma.

Event description:
Additional information was received that the generator was discarded the day of surgery so it will not be return to the manufacturer for evaluation.

Manufacturer narrative:
Analysis of programming history. Event description, corrected data: it was inadvertently reported on follow up report 1, that the physician did not attribute the reported events to the device being programmed off; however the physician did attribute the events to loss of stimulation.

Event description:
Additional information was received from the patient's neurologist indicating that he did not see the patient (B)(6) months prior when the patient stopped feeling stimulation and had the increase in seizures and he had not seen the patient since, so he did not know if the re-programming of the device had helped with the seizure control. The physician indicated that he did not believe that the patient's symptoms were related to the device being programmed off. The physician was not able to provide any information regarding the increase in relation to pre-vns levels and said that the increase with in the patient's partial as well as secondary gtc seizures. The physician indicated that he did not know what had happened, and attempts for patient programming history have been unsuccessful to date. The physician indicated that the replacement would be for prophylactic reasons and not related to the increase in seizures. Revision has not occurred to date.